Event description:
Ous MDR - it was reported, that the lead was implanted normally, also measurements via the psa were within acceptable range. When connected to the pacemaker, the lead measurements had changed significantly with no obvious lead dislodgement. Threshold had increased and r-wave dropped to unacceptable values. The pacemaker was disconnected and lead re-tested via the psa where the measurements were found to be similar to the initial psa measurements. The pacemaker was attached again, with reduction in lead measurements, again, observed. Thinking there may be an issue with the device header, the pacemaker was exchanged. This did not improve the lead measurements via the device. Over the weekend several device checks were done, showing issues with bipolar pacing/sensing, unipolar was better. When brought back to the clinic on the following monday, manipulation of the lead nearest the ppm resulted in intermittent loss of capture. The lead was explanted and replaced. No adverse patient side effects have been reported.

Manufacturer narrative:
Extensive analysis. The performance of the lead was scrutinized, including a visual and an electrical inspection. No peculiarities were noted. The pacemaker proved to be fully functional during analysis. With regard to the issues mentioned in the complaint description, the analysis of these devices did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.